Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen, confirmed by customer-provided photos, and a replacement device was provided. Symptoms included elevated blood glucose reported at 228 mg/dl attributed by the user to a missed meal announcement rather than screen damage. Outcomes included continued cgm use on the user¿s phone or receiver until the replacement arrived and instructions to return the damaged device and set up the replacement. Investigation included customer interview and remote assessment of device condition via images. Investigation of this device revealed physical damage to the display component consistent with screen cracking, with no reported device malfunction affecting glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external factors rather than a device manufacturing or design issue.